Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable clamp tubing" alarm. It was reported that there was no air in line. Per reporter the residual volume was 57 ml, the rate was 2.2 ml, the amount given was 46.90 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.